Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose. The blood glucose reading was over 500 mg/dl. Caller stated that the customer's high blood glucose was caused by air bubbles in the infusion set. Nothing further was reported.